Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Will not be returned to manufacturer.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 24 mmol/l and 9.5 mmol/l; 32.4 mmol/l and 8.3 mmol/l; 30.8 mmol/l and 8.7 mmol /l the comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device however the customer no longer has the test cassette.